Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system, the user noted intermittent misidentifications of the patient results. Preventative maintenance was performed to resolve the issue. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 20-feb-2025. H3. Device eval by manufacturer- yes. A complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that they were having intermittent misidentification issues. A bd field service engineer (fse) was dispatched to the customer site. The fse ran some troubleshooting tests and found that tier c failed filter panel test. The fse replaced the light source board in that tier and performed a forced light source adjustment with passing results. The instrument was restored to normal operating condition and was turned over to the customer for normal use. This is a confirmed failure of a bd product. The root cause of the failure was unable to be determined. One unit was returned for investigation. This unit was investigated and found that the current settings were uv 255, red 38, green 64, & blue 128 counts. After a source adjustment 2 out of 16 blue led pwms were railed at 255 counts. The board failed the filter panel test g/b_g low. Visual inspection reveals that the blue led encapsulant has a yellow tint. The board failed on the light source setup tool with ¿fail_comfort_zones¿. The board is not useable when in this state. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system, the user noted intermittent misidentifications of the patient results. Preventative maintenance was performed to resolve the issue. No health impact or consequence reported.